Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient (near syncopal) presented in the emergency room on (B)(6) 2015. The right ventricular lead exhibited noise. The lead was capped and replaced. The patient was doing well at the conclusion of the procedure. Patient would continue to be monitored normally.